Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a fault message of 'single zone therapy, vvi pacing limited to 60ppm.'